Manufacturer narrative:
E1: patient city: (B)(6) patient country: italy. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Hold for ve 04/10/2025reference number (B)(4) event occurred in italy. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The blood glucose level was high and the patient was treated with correction bolus via pump and insulin pen no further information available